Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Product ID: 419478 implantable pacing lead, implanted: (B)(6) 2014; product ID: 407645 implantable pacing lead implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a post-operative chest x-ray revealed a pneumothorax. The patient was asymptomatic; however, was admitted to the hospital for observation. The device and leads remains in use. No further patient complications have been reported as a result of this event.